Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was hospitalized on (B)(6) 2015 for low blood glucose. Customer's blood glucose was 33 mg/dl. The customer was treated with an IV and food at the hospital. Customer also stated their low blood glucose was caused by not eating enough. Customer also believed their adverse event could have been prevented if they had a sensor inserted. No additional information provided.